Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient felt soreness and is going more with voiding, but are not cathing enough. The next day, patient reported soreness. On (B)(6) 2017, patient had heavy leakage with bowels and said it was some type of diarrhea. They rated their evaluation a "5" for a little better. The patient said it gives them a little bit more urgency so they feel it better. As for their ui, the patient was unable to rate the evaluation. They said its hard to tell, but they are better and they wished they felt it more. No device issue and no further patient complications have been reported as a result of this event.